Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as 'no information."

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The family noticed that the user had unspecified symptoms of low blood glucose. The cgm was showing a value of 9.7 mmol/l but the bg was 1.6 mmol/l. The user took carbohydrates and the blood glucose raised. They changed the sensor and it started up as expected and the user then got accurate readings. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported allegation falls within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.